Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an evaluation was performed. A review of the downloaded device events log confirmed that a single occurrence of system fault 74 was triggered in the device. The system testing performed by technical services could not reproduce the fault. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that a system fault (sf74) indicating a software task error message was displayed in an astral device. This caused the astral device to perform a safety reset. There was no patient injury reported as a result of this incident.